Event description:
It was reported the ins device was not covering the patient's pain. The patient was seen in the nursing home for reprogramming. The reprogramming seemed to help with the patient's pain on the left side for 3-4 weeks but the pain had returned. Four days later, the patient was seen in the clinic with symptoms of acute pain. Additional details provided indicated, the patient was in the hospital for 6 weeks due to surgical complications (unspecified) following the implant of the device. Due to the complications, the patient was not able to walk any longer and was transferred to a nursing home for rehab. Subsequently, the patient remained as a permanent resident. Approximately one month after transfer to the nursing home, the patient was seen for the initial programming of the device. This programming worked for a while. The patient's pain returned and the patient is in "worse pain than ever". The patient's family was requesting another programming session.